Event description:
It was reported that the customer was hospitalized with ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump had been alarming with a weak battery. Customer's blood glucose was over 500 mg/dl and her symptoms included dehydration, high blood pressure, and nausea. Leading to the hospitalization, customer was sick and put on azithromycin for her cold on (B)(6) 2015. She was treat with a drip. Troubleshooting was performed with the insulin pump. No air bubbles or leaks were found in the tubing and insulin exited during manual prime. The date was off by one day. The infusion set cannula was found not to be bent or occluded. The insulin pump history showed weak battery from march 13, battery out limit on march 10, and bad battery alarm on (B)(6) . Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. There was no unexpected weak battery alarms noted. The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery alarm test. The unit functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.